Event description:
It was reported that during a tumorectomy procedure, the patient got swelling on head. Procedure was completed with the same device with no delay however two weeks later, headrest-shaped hair loss (2cm x 8cm) was confirmed on the patient's head. It is unknown how this was treated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, therefore a visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. The customer communicated that the patient was in one position for 6 hours with no re positioning. The t-max beach chair instructions for use warns "possible complications such as pressure alopecia can occur from prolonged surgical procedures. Please take appropriate actions if prolonged procedures occur such as periodically re-positioning the patient¿s head throughout the procedure." If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.